Event description:
It was reported to philips that it was not possible to move the c-arm. The device was in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the force sensor. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it is not possible to move the arc. Upon troubleshooting, fse checked the system and confirmed that the arc movement was blocked. Fse replaced and calibrated the force sensor. After replacing the force sensor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.